Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the black box revealed no evidence of short battery life. The ¿ez-prime¿ steps were performed correctly. All current draws were found to be within specification. The reported ¿short battery life¿ complaint was not duplicated during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power circuit or to the cgm module. Unrelated to the complaint, the battery compartment was found to be cracked at the sealing.